Event description:
It was reported that there was noise on the atrial and ventricular electrograms. Lead fractures were suspected. During the replacement procedure, the noise disappeared when the leads were connected to the new device. So the leads were left in use, and the device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.